Event description:
Pt reported that their one touch profile meter would not power on for two days. This issue was not resolved with troubleshooting. Pt was feeling dizzy. They visited their physician. Unknown what the dr's meter reading was. They were not treated. No further clinical info provided.